Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a ventricular tachycardia (vt) detection. Episode #30 with evidence of wavelet withholding true vt from therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in true ventricular tachycardia (vt) and the discriminator inappropriately withheld therapy. The patient was hospitalized due to twenty-four minutes of vt. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.